Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, e1, g1, h6.

Event description:
Healthcare professional reported "exchange with no complaint against the device" and "capsular contracture, baker grade unknown confirmed via ultrasound". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "exchange with no complaint against the device" and "capsular contracture, baker grade unknown confirmed via ultrasound". This record is for the right side. Device was explanted and replaced. Device has been returned.

Event description:
Healthcare professional reported "exchange with no complaint against the device" and "capsular contracture, baker grade unknown confirmed via ultrasound". This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, grade unknown. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown. Partial right side serial number (d4) received: (B)(6).